Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g121 for the reported issue shows no trends. Trends were reviewed for complaint category, pressure dome membrane leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak after the treatment procedure. The customer stated the treatment was completed without any alarms or issues. The customer stated they uninstalled the kit approximately 1.5 hours after the treatment was completed and noticed a blood leak at the collect pressure dome. The customer stated the pressure dome membrane was not damaged and that they could not identify the source of the blood. The customer indicated that they could not determine when the leak occurred as there were no instrument alarms during the treatment and no blood leakage was observed until after the kit was uninstalled from the instrument. The customer stated the patient was discharged from the hospital in stable condition. The customer stated the patient had no signs of infection, and the clinical and laboratory examinations performed on the patient were inconspicuous. On 11-dec-2018, a representative of mallinckrodt received a copy of a user facility report associated with this incident from (B)(6). According to the translated user report, the customer indicated that they could not determine when the treatment kit had become non-sterile. The customer discarded the kit and did not return product for investigation.